Event description:
It was reported the patient experienced headache, back pain, increased spasticity, and urine retention. A dose adjustment was made on (B)(6) 2012. The rate was increased however there was no effect. They were raising the dose to better manage the patient's spasticity. The hcp accessed the cap and was able to get cerebrospinal fluid back. The cause of the event was due to a catheter break. The location of the break was unclear to the hcp, but was believed to be located at the distal catheter segment. The patient was hospitalized. In regards to patient outcome, "non-serious injury/illness" was noted. Despite the revision of the catheter, the patient's spasticity control remained suboptimal since surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter revision was planned as the healthcare provider was unable to aspirate any cerebral spinal fluid (csf) from the catheter access port (cap). No further details regarding specific dates, or patient symptoms or outcome were reported. The manufacturer device registry confirmed a catheter replacement on (B)(6) 2012. Additional information had been requested however was not yet available at the time of the report. The medication in the pump was lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).